Manufacturer narrative:
Concomitant medical products: product ID: 8782, lot#: 0215503654, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 03-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that during pump implant on (B)(6) 2018, liquor could hardly be obtained during sideport aspiration. The spinal flowthrough was very slow. The device diagnosis was catheter dislodgement. A new connection was made (sutureless), and a sideport aspiration was done again; 0.5cc of liquor could be obtained. Catheter revision took place on (B)(6) 2018. First, a catheter study was done, where contrast fluid was spread caudally. Then, a catheter revision was done, and the catheter was pulled back with a smooth flowthrough of clear liquor. At the end, 2cc of liquor could be aspirated. It was noted that ¿probably the cerebrospinal fluid (csf) leak was the base of the decreased effect or a catheter malposition.¿ the patient¿s weight was not measured at baseline. The event resulted in in-patient hospitalization. The event was ongoing. The event was related to the device/therapy. The event was unlikely related to the implant procedure. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was catheter occlusion.

Manufacturer narrative:
Product ID: 8782, lot# 0215503654, implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study. It was clarified that the catheter was not replaced, only revised. It was reported that examination on (B)(6) 2018 revealed the effect during the trial with baclofen was better than with the pump at that time. The clinical diagnosis was indicated to be "no expected effect of the therapy." The drug at the time of the event was baclofen [500 mcg/ml] at a dose of 199.9313 mcg/day. The outcome was reported to be resolved without sequelae as of the date of the catheter revision (B)(6) 2018.